Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the patient replaced their cleo 90 infusion set on (B)(6) 2017 and when the patient awoke on (B)(6) 2017, their blood glucose level was 360mg/dl. The patient also reported that they had moderate ketones; however, the levels were not considered life threatening. The patient stated that they administered a manual insulin injection to resolve their high blood glucose and at the time of the report the patient's blood glucose was 307mg/dl. During troubleshooting, it was noted that the infusion site had a slight angle when removed; no further issues were identified with the site or supplies. The patient reported that the infusion pump had alarmed "alert 5" during use; however, the patient was able to successfully clear the alarm. According to the reporter, the patient changed their infusion site at the time of the report. The patient did not experience permanent adverse effects or injury due to the reported event.